Event description:
The patient was implanted with a left ventricular assist device. It was reported that during a data log file review, a driveline fault event was confirmed. The event had occurred in the past on a different system controller as well. On (B)(6) 2015, the manufacturer¿s technical services representative evaluated the percutaneous lead and observed twisting. A percutaneous lead distal end replacement was performed. The patient was asymptomatic. No further alarms were reported.

Manufacturer narrative:
Approximate age of device: 1 year, 5 months.the device was returned for analysis. Evaluation is not complete.no further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
A portion of the percutaneous lead (lead) that was removed during the repair was returned to the manufacturer for evaluation. The returned portion of the lead was tested and passed electrical continuity. Visual evaluation did not confirm any wire compromises that would have contributed to the reported driveline fault event captured in the log file. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. No further information was provided. The manufacturer is closing the file on this event.